Manufacturer narrative:
Device was received with broken belt clip rails and cracked select button on the keypad overlay. Device passed the displacement test. No frozen screen or cracked battery cap noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that while changing the battery and it is frozen on the insert battery screen. Customer's blood glucose level was 236 mg/dl at the time of incident. The insulin pump will be returned for analysis.